Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description on (B)(6) pt received an easypump intended for 5-day infusion. On (B)(6) patient experienced nausea and dizziness and was admitted to the hospital & showed signs of sepsis. Detailed inquiry description on (B)(6) pt received an easypump intended for 5-day infusion. On (B)(6) patient experienced nausea and dizziness and was admitted to the hospital & showed signs of sepsis. Onc nurse disconnected pump (B)(6) and stated pump was empty after 48hrs. Pt was in ICU until wednesday. See attached note: on (B)(6) pt received an easypump intended for 5-day infusion. On (B)(6) patient experienced nausea and dizziness and was admitted to the hospital & showed signs of sepsis. Onc nurse disconnected pump (B)(6) and stated pump was empty after 48hrs. Pt was in ICU until wednesday.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Three attempts were made to receive additional information including lot number; no response was provided by the customer. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.